Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Three months later the device was returned with no paperwork or indication of an explant reason. The device is currently in analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this device is displaying a magnet rate of 85. Three months ago, the magnet rate was 100. The magnet rate of 90, indicating elective replacement near (ern) was missed. The health care provider called technical services inquiring how long this device has until it should be replaced. Technical services recommended the device be interrogated to determine when elective replacement time (ert) indicator was reached.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Based on the device memory, the time from elective replacement time (ert) to end of life (eol) was 85 days, which is in normal specification. The ventricular pacing current was higher than expected and the reason could not be determined. As a result of the device using more current, ert was declared sooner than expected.